Manufacturer narrative:
Device passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed power error 25, low battery alert, power loss alarm, was triggered when the backup battery loaded voltage was less than 3.5 volt for 4 consecutive hours due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board 1, device was monitored and functioned properly. Device received with fading serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 412 mg/dl. Customer was treated with manual injection. Customer had blood glucose level of 186 mg/dl. Customer was not using auto mode. Customer declined to check air bubbles and leak. The insulin pump will not be returned for analysis.